Manufacturer narrative:
Corrected data: PMA# corrected in section g4. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) producing an abnormal alarm sound and smelling like smoke was not able to be confirmed. The mpu (serial number: (B)(6) was returned in unremarkable physical condition, both externally and internally. The unit was functionally tested at the service center and was able to support operation of a mock circulatory loop for several days without issue. The submitted log file was also reviewed, and no abnormal alarms or voltages were observed throughout the data. The pump maintained a speed within the expected range without issue. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed for the mpu and was found to pass all manufacturing and qa specifications before being shipped to the customer. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was at a hotel on (B)(6) 2025 when their mobile power unit (mpu) was alarming for 10 seconds. They did not see what alarm it was as they were across the room. There was no alarm on the system controller. The patient reported that there was a smell of smoke as well. They were called in and was told not to use the mpu. A download on (B)(6) 2025 noted no alarms. The mpu was evaluated and there was no wear and tear on the cords. When the mpu was plugged in, green light was noted. Log files were sent for review and the log files did not capture mpu alarms. The file captured mpu cable voltages. On (B)(6) 2025, between 21:04:15 & 4:37:13 the patient was connected to the mpu and the mpu cable voltages were normal. The patient was on battery power for the remainder of the log file without any alarms. The mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The cause of the smell was not determined.